Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient had an idioventricular rhythm but an alarm was not provided on (B)(6) 2015 at 22:14:24. No patient harm was reported.